Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patent to have nasal surgery. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure ((B)(6)) device's sound abatement foam became degraded and caused the patent to have nasal surgery. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously reported a product problem only for the alllegation of the device's sound abatement foam, which became degraded and caused the patent to have nasal surgery. After further review, the manufacturer concluded that there was a serious injury and corrected and updated the report. The following corrections were made to reflect serious injury: section(s) b1, b2, have changed related to the complaint, changing from the reported product problem to an adverse event. Section h1 was updated to reflect a serious injury. Section h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to to have nasal surgery because of the device and visualised particles in tubing/chamber of the device. There was no medical intervention required by the patient. The reported event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.